Event description:
The technician alleged the side rail not latching. No injuries reported.

Manufacturer narrative:
The technician adjusted the tension on the side rail latch handle to resolve the issue.